Event description:
Balloon stop flow sizing of the atrial septal defect (asd) measured 18-19 mm. Attempts were made to position the 18mm amplatzer® septal occluder (aso) across the atrial septum using an amplatzer delivery sheath, a cook 9f mullins sheath, and a cook 10f hausdorf sheath. The aso prolapsed into the right atrium with each attempt. A larger device was not considered due to the total septal length. The patient had a brief run of 3rd degree av block which occurred during positioning of the aso and resolved with atropine. She remained in sinus rhythm for the remainder of the case. The patient referred for surgical repair.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because the medical records and images were not provided. The cause of the embolization remains unknown.